Manufacturer narrative:
On 2019-oct-09 arjo representative was notified about an incident with the involvement of maxi twin passive floor lift and passive clip sling. It was stated that during patient's transfer from the bed to the chair, one of the sling clips broke in half. Following the complaint description, patient's head moved backwards and started falling towards the floor. Caregivers, which assisted during transfer, immediately lowered patient to the ground preventing a fall. Even though it was initially reported that the patient sustained bruising, it was later confirmed, by the customer director of nursing, that no injury occurred. The inspection of the involved floor lift and the sling was performed by an arjo representative who found that there was no sign of label on the sling and confirmed the right shoulder clip was broken in half. Photographic evidences provided showed that the clip broke from left to right side, on the strap bar of the clip. Even though sling label was not available, according to photographic evidence provided, we can also state that the clips in questions were manufactured in september 2011. Therefore, we can conclude that sling might have been in use for over 7 years. No malfunction was reported regarding the lift. A sling clip is the plastic part that attaches the soft fabric sling that holds a person, to the metal spreader bar frame of a patient lift. Each component is subject to wear, therefore should be checked regularly. In case of any signs of degradation, product should be excluded from use. Based on the review of previously reported complaints regarding clip breakage, it can be stated that a black zig-zag clip breakage is not sudden but gradual. According to information provided by the technician, another clip had also signs of clip degradation. Even though the damage was visible, sling was still in use. Instruction for use provided with every arjo sling (max81785m-int revision 3) states: "mechanical pressure should be avoided during the washing and drying procedure, e.g. Rolling or pressing, as these can damage parts vital to the safe and comfortable operation of the sling." "The slings should be checked before and after use with each resident and, if necessary, washed according to instructions on the sling." "[...] Before use, always make sure that the sling straps do not show signs of fraying, tearing or other damage and that there is no damage (i.e cracking, bending, breaking) to the attachment clips. If any such damage is observed, do not use the sling. If you have any doubts about sling safety, as a precaution and to ensure safety, do not use the sling." In the course of the investigation it has been concluded that the clip breakage was most likely related to regular use of the sling which led to clip wear. If the caregiver follows every guideline given in the device IFU, there is a very low possibility of any potentially risky situation to occur. To sum up, while the incident occurred the passive clip sling and passive floor lift were being used for patient transfer. There were no abnormalities found within the lift that could cause or contribute to the event. However, sling was not up to the manufacturer's specification because the sling clip was broken. Even though patient did not sustain any serious injury, we decided to report this complaint due to the fact that during transfer clip broke and such circumstances may result in serious injury upon reoccurrence.

Manufacturer narrative:
Collecting information ongoing. Additional information will be provided following the conclusion of the investigation.

Event description:
It was reported to arjo representative on 2019-oct-09 that there was the incident with involvement of maxi twin passive floor lift and passive clip sling. It was reported that during patient's transfer from bed to armchair right shoulder clip broke in two which caused that resident's head moved backwards and hit the soft arm rest of the armchair. However,caregivers which assisted during transfer immediately lowered patient to the ground so there was no fall reported. As the consequence of the event resident sustained bruising.

Manufacturer narrative:
Please note that device and evaluation code has been updated.